Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) at 360 joules, but the device stopped charging at 50 joules. The clinicians were able to obtain another device to treat the pt. The complainant indicted that there were no adverse effects on the pt as a result of the reported malfunction.